Manufacturer narrative:
Additional information: d9, h3, h6, h10 h10: two (2) devices were received for evaluation. The solution within the jars was observed for particulate matter and none was observed. The tissue itself was inspected from within the jar and noted the tissue fibers on the rough side of the patch. These fibers may appear to be particulate matter but are a naturally occurring feature on the rough (fibrous) side of the patch, which are present due to tissue properties and variations. The tissue was then removed from the jars and inspected for particulate matter. A black spec was observed on one of the patches. It cannot be definitively determined where or how this was introduced since the jar had been opened by the customer. No other particulate matter was observed on the tissue. It was also claimed that the tissue looked different, however, no abnormalities regarding the tissue appearance were observed during sample evaluation. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vascu-guard products had particles in the liquid. This was observed during use of the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.